Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer alleged the patients knee became stuck in the rail. Customer alleged the rail was lowered and the customer was getting out of the bed and her leg went in between the bars. Customer stated when the patient tried to move her leg adjust into a position, she was unable to get out. Customer stated that the fire department was called which ended in the rail being cut in half, so the patient could be removed from the rail. Customer alleged the patient did have bruising on the shin. X ray was done. Customer alleged all came out well. Update- customer stated patient had soreness. The exact sequence of events of how the patients leg became trapped in the bed is unknown. Possible unknown malfunction.